Event description:
It was reported that balloon rupture occurred. A 2.00mm x 30mm nc emerge balloon catheter was advanced for dilation. However, the balloon ruptured during the initial inflation. The procedure was completed without any reported patient complications.

Manufacturer narrative:
The nc emerge mr, ous 2.00mm x 30mm was returned for analysis. Visual and tactile inspection revealed multiple kinks along the length of the hypotube shaft and no issues with the inner and outer lumen or entire extrusion. Microscopic inspection identified a severe longitudinal tear from the proximal to mid-section of the balloon and no signs of tip damage. Inflation could not be performed due to the severity of the tear.

Event description:
It was reported that balloon rupture occurred. A 2.00mm x 30mm nc emerge balloon catheter was advanced for dilation. However, the balloon ruptured during the initial inflation. The procedure was completed without any reported patient complications.